Event description:
The manufacturer received information alleging a ventilator is not charging its battery . The device was not in patient use. The device has not yet been received by the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a third party service center replaced an internal battery. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. The manufacturer only investigated the internal battery.

Manufacturer narrative:
The manufacturer received additional information regarding a ventilator that allegedly is not charging its battery. The ventilator was returned to a third party service center for evaluation and the allegation was confirmed. The device's power supply was found to have caused the issue. The device was not repaired as per the customer.